Event description:
Intracranial pressure / temperature monitoring kit- a (B)(4) intracranial pressure catheter (icp) failed one hour after insertion. The incident was described as: the unit was not displaying any icp values, but the unit did measure the temperature. The icp catheter was removed. It is unk whether the pt incurred an injury. Additional info was requested but is not expected.

Manufacturer narrative:
Based on the reported info and investigation, the following was provided; the customer complaint "icp catheter failed one hour after insertion" was verified. The catheter did not show any sign of excessive bends or mishandling; however, one of the optical fibers was found to be broken inside the strain relief at the proximal end of the catheter. The root cause of the broken fiber could not be determined; a CAPA has been issued to engineering department to investigate the fiber breakage. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.